Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap threads were stripped, and the cap did not secure properly to the pump; a power loss was duplicated. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with a test cap and no power interruptions were observed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.